Event description:
It was reported that a stent fracture occurred. A boston scientific stent was selected for use during a procedure. During use, the stent had fractured. There were no patient complications reported due to this event.

Manufacturer narrative:
B3: (B)(6) 2024 used as approximate event date based on the date of the email that the complaint information came through on.

Manufacturer narrative:
G4: combination product? Corrected to no. B3: 02/01/2024 used as approximate event date based on the date of the email that the complaint information came through on. The device was not returned to the complaint investigation lab for analysis; however the photos attached to the complaint were analyzed by our lab. The photos of the stent struts were slightly blurred; however, it was noted that the stent struts were lifted at the distal end of the stent.

Event description:
It was reported that a stent fracture occurred. A boston scientific stent was selected for use during a procedure. During use, the stent had fractured. There were no patient complications reported due to this event.

Manufacturer narrative:
B3: (B)(6) 2024 used as approximate event date based on the date of the email that the complaint information came through on. The device was not returned to the complaint investigation lab for analysis, however the photos attached to the complaint were analyzed by our lab. The photos of the stent struts were slightly blurred, however it was noted that the stent struts were lifted at the distal end of the stent.

Event description:
It was reported that a stent fracture occurred. A boston scientific stent was selected for use during a procedure. During use, the stent had fractured. There were no patient complications reported due to this event.